Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reaching 650 mg/dl while wearing the pod between 36 and 48 hours. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Symptoms reported include nausea and headaches. The patient was treated with intravenous therapy of fluids and insulin. The patient is currently in the intensive care unit.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if the reported needle mechanism failure or any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.